Event description:
During service, the technician found an out of calibration air-in-line printed circuit board. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 18, 2007. Failure code 810:04 was initially reported by the facility. It is unknown when the failure code occurred. Evaluation summary: the device was repaired on-site. During product evaluation the air-in-line printed circuit board was confirmed to be out of specification. Inspection of the device found that failure code 810:04 was caused by the air-in-line printed circuit board being out of specification. The air-in-line printed circuit board could not be recalibrated. The pump-head module was replaced. The pump was returned to the customer fully operational.